Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found part of the black rod insulation was damaged and missing. The missing insulation was not returned. The reported conditions were confirmed. The investigation found damages to the rod insulation. The insulation was scraped off. The damage to the rod insulation likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. The instructions for use (IFU) states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the paint on shaft (black color part) of this ligasure device chipped away. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the paint on the device chipped away. There was no patient injury.